Event description:
It was reported that the ventilator's control printed circuit board was not working. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our service technician. The ventilator showed problem with software installation. After replacing the control printed circuit board (pcb) the software was successfully installed and the ventilator was cleared for clinical use. The faulty pcb was not returned for investigation and no device logs are available for the investigation. The root cause of this software issue on the pcb cannot be determined.

Event description:
Manufacturer ref # (B)(4).